Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems with the dual port were difficult to disengage from the needle once their IV was started during use, and the catheters had to be removed and new ivs started. The following information was provided by the initial reporter: "last week we had two occurrences with not being able to move the IV catheter off the needle once IV was initially started. IV catheter had to be removed and new IV started (requiring patient to get poked a second time unecessarily). The ivs were the bd nexiva 20ga 1.00in (1.1 x25mm) both with lot number 9122557."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems with the dual port were difficult to disengage from the needle once their IV was started during use, and the catheters had to be removed and new ivs started. The following information was provided by the initial reporter: "last week we had two occurrences with not being able to move the IV catheter off the needle once IV was initially started. IV catheter had to be removed and new IV started (requiring patient to get poked a second time unnecessarily). The ivs were the bd nexiva 20ga 1.00in (1.1 x25mm) both with lot number 9122557."